Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire of an rt226 infant breathing circuit was faulty. The temperature was not increasing and a heater wire alarm was registered on the humidifier base. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.